Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastrectomy procedure, the device was used to connect the jejunum to the pouch of the stomach. Upon firing, no staples were deployed from the device. The anastomosis was hand sewed. There was no patient impact. No other details are known. The device was discarded.